Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device was opened, and then an internal physical inspection was performed. No discrepancies were observed. The device did analyze, charge, and shock. Physio replaced the therapy connector as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The electrodes were not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not recognize a patient connection. The device continued to give the connect electrodes prompt even after the electrodes were properly attached to the patient. The customer reported that the patient expired; however, it was not due to the reported issue. The patient had a do not resuscitate order.

Event description:
The customer contacted physio-control to report that their device would not recognize a patient connection. The device continued to give the connect electrodes prompt even after the electrodes were properly attached to the patient. The customer reported that the patient expired; however, it was not due to the reported issue. The patient had a do not resuscitate order.

Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and determined that the root cause of the reported issue was mechanical wear-through of the contact plating, which exposes underlying nickel and copper layers. These layers can then form an oxide layer that increases the contact resistance and in turn the electrical impedance of the connector. An electrical impedance that is too high will cause the device to not recognize a patient and give the "connect electrodes" message.